Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained about a difference in character limit options between different menus of the cobas infinity software version 2.3.3. The customer noted that in the delta check test fields, the maximum number of characters allowed is 10, but, in the test reference ranges fields the maximum number of characters allowed is 11. During investigation of the issue, the investigation determined the character limit issue in the delta check configuration menu could affect how the automatic validation function performs in the system. The customer is not using the delta check configuration function, therefore, no patients have been adversely affected. It is possible to define the delta check configuration for each test alphanumerically and numerically. According to this configuration, a delta check alarm may be triggered. This alarm would alert the user if a current test result had changed significantly compared to the previous result. This alarm prevents results from being automatically validated. When configuring the delta check test in the software, 11 characters can be entered, however, when the test is saved, only the first 10 characters are saved. The field should allow 11 characters to be saved as 11 characters is the maximum number of characters for results in the infinity software. This issue could cause the software to miscalculate the triggering of the delta check alarm. This missing alarm could affect how patient results are interpreted as results could be automatically validated when they should not be. During the investigation, it was confirmed that there is no maximum number of characters defined for text fields, however, the delta check fields have a maximum length of 10 characters and the option to truncate enabled. A workaround has been provided. The investigation has confirmed this as a software issue.